Event description:
User experienced one pt sample with discrepant bun results. Initial result gave 112 mg/dl; repeat gave 12 mg/dl. No erroneous results were reported. The field service representative determined the cause to be a problem with a bun reagent pack and replaced reagent pack. Performance tests were performed.